Event description:
Healthcare professional reported approximately 2 months after injection in the mid face, lip, and "prejowl" with 2 syringes of juvederm voluma with lidocaine and a syringe of juvederm volbella with lidocaine and another syringe of juvederm voluma with lidocaine to the same injection sites 14 days later, pt developed moderate swelling and firmness to the injection sites of which increased 10 days later. Pt was treated with "hyalase with antihistamine and nsaid cover." This is the same event and the same pt reported under MDR ID # 300513652-2014-00396 (allergan complaint (B)(4)) and MDR ID # 3005113652-2014-00397 (allergan complaint (B)(4).) This MDR is being submitted for the first suspect product juvederm voluma with lidocaine (lot# vb20a30331), also a device manufactured by allergan.

Manufacturer narrative:
. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of induration and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for this event.